Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient for an unrelated issue. During servicing of the electrode belt, there was a hi-pot test failure. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. Upon evaluation, the pulse wires inside the distribution node were not soldered properly. The cause of the hi-pot test failure is the poor solder at the pulse wires. The root cause of the poor solder cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder at the pulse wires. The patient received a replacement electrode belt.